Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro.

Event description:
It was reported that there was a leakage between the chamber and the bag in many of the unometers. Consequently, the urine measuring was incorrect.